Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. There were also some motor error alarms in the alarm history. Customer's blood glucose level was normal and did not require medical treatment. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with minor scratches on the display window.